Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported shaft kink and shaft detachment were confirmed. The reported difficult to position could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position; however, the reported kinked shaft and detachment of the device appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was felt during advancement of the 3.5 x 15 mm multi-link 8 stent delivery system over the guide wire, which resulted in kinking of the distal shaft and subsequent separation of the shaft. A new device was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.